Manufacturer narrative:
(B)(4): the customer reported no audible alerts at the workstation and in the rooms, because the volume on the pc running the obtv software had been muted. It was explained to the customer how to adjust the volume. No pt harm was reported. The available info supports that there was no device malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported no audible alerts at the workstation and in the rooms. No pt harm was reported.